Event description:
Additional information received reported per the electronic medical record (emr), the patient discontinued coumadin and keppra. The stimulator was turned back on. The last computed tomography angiography (cta) was done (B)(6) 2015. The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3 708260, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3387s-40, lot# va0nfax , implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0nfax, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the etiology was related surgery/anesthesia. The event was unlikely related to the device or therapy and possibly related to the implant procedure.

Event description:
It was reported, the patient had an altered mental status, confusion, and aphasia. The patient was unable to recognize their wife. A CT scan without contrast revealed thin left frontal convexity subacute subdural hematoma. Therapy was suspended and the patient was given in-patient anticoagulation therapy. Lovenox and bridged coumadin was part of the anticoagulation therapy. The etiology was initially indicated as the stimulator then it was changed to the left lead and finally noted as surgery/anesthesia. The event was noted as possibly related to the device or therapy and possibly related to the implant procedure. The event resulted in in-patient hospitalization and was considered ongoing. If additional information is received on outcome a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the etiology to not related to the device or therapy and related to the implant procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The etiology was updated to not related to device/therapy and not related to implant procedure. No further complications were reported/anticipated.